Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: what are the steps for use that surgeon was using to include coordination of tone and I-blade advancement? Was the site of bleeding identified? Was it where the enseal device was used? What was the size or tightness of vessel or vascular bundle where the device was used? Did the patient get a transfusion? How was bleeding discovered? What is the current patient status? Please confirm that the device returning is the actual one used in procedure.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure; the black coating on the shaft of the device began to peel as the surgeon was using the device. The procedure was completed using a like device. The following day, the patient was returned to the or for post op bleeding. No other information was provided to the rep in the email from the rep.

Manufacturer narrative:
(B)(4). Additional information: the device was received with skiving of the heat shrink (shaft cover) material not all present. The device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device was tested with the test media and no anomalies were found. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.